Event description:
On (B)(6) 2014, it was reported that the guidewire failed to pass through the catheter as it was being hydrated during preparation. Another guidewire was used on the same catheter and the same resistance occurred. It was noted that there was a metal net on the surface of the catheter that contributed to the issue. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
(B)(4). The lot history record of the reported lot number has been reviewed and no quality issues were noted. The catheter was returned for evaluation within the dispenser coil. The catheter was removed from the dispenser coil for further evaluation. No damage was found with the catheter body. An in-house guidewire was inserted into the catheter hub and through the catheter lumen without issue. No other anomalies were observed. Based on the above findings, the customer reports of catheter resistance and catheter separation/break were not confirmed. No damages were found with the catheter and the catheter performed as intended with an in-house guidewire. (B)(4).

Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4)